Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: the pump was able to complete the prime steps with no observed issues. The pump was exercised for a 24 hour duration period and no self suspending occured during the test. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The alleged issue could not be duplicated.